Event description:
A (B)(6) year old patient underwent a diagnostic arteriogram w/angio-seal closure. Post-operatively, pt developed narrowed right common femoral artery as a result of injury caused by the angioseal. Pt was returned to operating room for successful repair of rt common femoral artery.